Event description:
During evaluation, an internal leak occurred with the twist clamp of the minicap transfer set in the closed position. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the device was received for evaluation with the twist clamp in the closed position. Visual inspection was performed which revealed a broken occluder foot beneath the twist clamp. Leak, clear passage, and clamp function tests were performed, and a leak through the closed clamp was observed due to the broken occluder foot. The cause of the broken occluder foot could not be determined however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.